Event description:
It was reported that 2 months after a coronary drug eluting stenting treatment procedure, an aneurysm occurred. In 2004 the physician pre-dilated a circumflex (cx) lesion and implanted an express 2 bare metal stent and was post dilated. A left anterior descending (lad) lesion was pre-dilated and a severe dissection occurred. The dissection was treated with a taxus express2 drug eluting stent of unknown size and then post dilated. The procedure was successfully compelted. Two days later, the pt returned complaining of chest pain. The physician determined that the cx was restenosed and the lad taxus stent location had an aneurysm. The pt went to CABG surgery and a by-pass was performed with good results.